Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the device will not cut the skin to take the graft. No harm or surgical delay. Another device was used to complete the procedure. Diligence is complete.